Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The returned lens was cut in two pieces most probably to make explant process possible. Fibers/particles were observed on lens related to the handling of the unit. Residue of what appears to be viscoelastics was also observed on the lens. The haptics were observed slightly distorted. The customer's reported issue could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record showed that the lenses were measured according to established procedures. No deviation was found during this process related to the complaint issue reported. The lens diopter result shows that the lens belongs to diopter 23.0. No deviation was reported. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient being unable to tolerate anisometropia. The implant goal was -2.0 plano, and result was -4.50 the lens was exchanged on (B)(6) 2016. Another lens, the same model, with a lower diopter was implanted. There was no incision enlargement, no injury, and no sutures. Further information noted that the lens was explanted due to apparent refractive surprise. It did not appear on our end to be a product issue and did appear to be the wrong power. No further information was provided.